Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse calibrated all the probes and checked the acid/base pumps. Diagnostic tests were run and passed. A precision test was run with a patient sample using hbsag assay lot 185 and all the results were (B)(6). The cause for the (B)(6) results is unknown. The customer has reported there have been no further discordants since service. The patient samples are not available for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The hbsag confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A (B)(6)test result does not preclude the possibility of exposure to or infection with hepatitis b."

Event description:
Falsely confirmed hbsag results were obtained when the customer performed the advia centaur xp hbsag confirmatory (conf) testing for three patients. The samples were repeat (B)(6). Redraw samples were tested and the results were (B)(6). The corrected results were sent out for all three patients. The physicians have not questioned the results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) confirmatory results.